Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 149 mg/dl. Customer stated that she was thirsty and cranky prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including rewind, basic occlusion, occlusion, prime, displacement and no delivery tests. The insulin pump was received with alarm due to corrupt history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.